Manufacturer narrative:
Evaluation: control panel.

Event description:
It was reported by service report that there was no footboard function. No patient involvement or adverse consequences are reported.